Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) in the patella due to an unknown reason. A drill bit broke while drilling through a patella. A piece of the drill bit came off in the patella but was retrieved easily without additional intervention and was disposed in the sharp container in the room. The drill bit being used was in a conical guide as the plate being used was a va plate from the forefoot/midfoot set. They used a new drill bit to continue with the procedure. There was no surgical delay. Procedure was successfully completed with no patient consequence. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).